Event description:
The following has been reported: physical damage: outer casing cracked and damaged. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: processor hardware failure (linux core). Reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. During investigation, the pump has a damaged rear housing. A visual inspection of the pump was performed to assess the extent of the damage. Upon observation, the rear housing has several large cracks primarily focused on the right side of the rear housing. Once all loose material was removed from inside the pump, the pump was reassembled and powered on to pull log files. Upon review of the log files, it was noted that the pump reported other functional issues including a battery pack failure as well as multiple linux core som crashes. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.